Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the visual examination of the product showed that the locking clips are compressed. No deformation marks are identified along the anti-rotation slot which indicates proper alignment with stem post. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent shoulder arthroplasty approximately 2 weeks ago and during the procedure the humeral polyethylene liner was not engaging in the humeral component. It was sitting about 2mm proud from the humeral component.